Event description:
It was reported that this pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that the pacemaker was explanted and replaced due to safety mode. It was noted that the pacemaker had been near elective replacement indicator (eri). No additional adverse patient effects were reported. Product return was requested, but it was no longer in the field representative's possession. It was suspected that the device was retained by the explanting facility.